Event description:
Dealer states the pivot tube inserts are out of round and stripped. Also states the right motor is grinding and rusted. Dealer is stating this is from wear and tear over time. No other information provided.